Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and bs xenoform were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that patient underwent repair of anterior and posterior repair of vaginal wall for wound dehiscence on (B)(6) 2010. Patient also went back to the or (B)(6) 2011 for removal of retained sutures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and a cystocele. It was reported that post insertion the patient experienced pain and recurrence. (B)(4).